Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device did not initially power up. There were no parts replaced on the device. There were no repairs to the device and the device was scrapped.